Event description:
Pt felt a little more pain recently, but apart from that doing ok. X-rays were taken in 2004 (approx 4 mos post op) and it was noted that one of the screws had broken. The surgeon feels that the pt may still fuse. No re-operation has been scheduled. A determination will be made in a few mos. Screw item # was not provided. It was reported that the screw was 6mm wide and either a 35mm (aesculap part# sw773t) or 40mm (aseculap part# sw774t) in length.